Manufacturer narrative:
(B)(4). Concomitant medical products: vanguard cruciate retaining interlok femoral component left 60, catalog #: 183024, lot #: ni; vanguard cruciate retaining tibial bearing 12x63/67, catalog #: 183422, lot #: ni; biomet cc I-beam tibial tray 67mm, catalog #: 141222, lot #: ni. It is indicated by the complainant that the devices will not be returned to zimmer biomet for investigation, as the devices remain implanted. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted. Multiple MDR reports were filed for this event, please see associated reports: 0001825034-2018-07588; 0001825034-2018-07589; 0001825034-2018-07590.

Event description:
It was reported that the patient developed cellulitis six (6) days following knee arthroplasty. No additional patient consequences were reported.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. Reported event was unable to be confirmed due to limited information received from the customer. Device history record (DHR) review was unable to be performed as the lot number of the device involved in the event is unknown. Root cause was unable to be determined as the necessary information to adequately investigate the reported event was not provided. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.